Manufacturer narrative:
The technician found the rocker arm was broken. He installed a brake upgrade kit to repair the stretcher.

Event description:
Information rec'd indicates the foot end brakes wouldn't hold.